Event description:
The day of the incident: patient ate breakfast and then went back to sleep. No fasting blood glucose (bg) was taken in the morning. At noon a nurse went to give the patient lunch. Initially, the nurse could not wake the patient. When the patient finally woke, patient was belligerent and aggressive. At 12:30 pm patient's blood glucose (bg) was 88 mg/dl. Since the patient was showing neurological symptoms of a low bg, they were immediately taken to the hospital. At the hospital the patient's bg was 19 mg/dl. Patient was given glucose and was doing okay. Patient is new to the facility, so their normal bg range is unknown. Patient is a brittle diabetic that has had a kidney transplant.